Manufacturer narrative:
The philips service engineer (se) reported that after reviewing the drpta, it was determined that the v60 did not shutdown. However, it did perform a ventilator restart. The se then noted that the ventilator will shut down, but starts back up in ventilation mode, using the set parameters. The se reported that they did not see any other codes in the drpta that would indicate a ventilator shutdown. The se confirmed that the drpta displayed codes 1101 (check vent: ventilator restarted), and 3007 (software exception). The se noted that per the v60/v60 plus ventilator service manual, if a ventilator restart (code 1101) occurs in conjunction with code 3007, no action is required.

Manufacturer narrative:
E1 (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had shut down. The device was in clinical use when the issue occurred. There was no patient or user harm reported.